Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas in the context of frequent and mistimed meal announcements, with concern that the system¿s learning may have been adversely affected and a factory reset was being considered. Symptoms included low blood glucose to 48 mg/dl without loss of consciousness. Outcomes included approximately one hour with glucose outside the target range, treated with oral glucose without medical intervention or ketone testing. Investigation included review of available history and coordination to obtain synced data for analysis. Investigation of this case revealed user-related operational issues involving excessive and incorrect meal announcements that likely contributed to insulin dosing mismatch. It was concluded that the event was related to user technique, with education provided and consideration of a device relearning process to align dosing with current use patterns. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.